Manufacturer narrative:
H10: the customer ordered the user interface (ui) assembly and light crystal display (lcd) assembly then replaced both parts when they were received to resolve the issue. The customer replaced the ui and lcd assemblies to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that their display was dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their display was dim. The customer also stated that they had previously put in an order for a user interface (ui) assembly but it was cancelled. The rse then provided the customer with the parts ID for a light crystal display (lcd) assembly to resolve the issue. The investigation is ongoing.